Event description:
The patient contacted animas on (B)(6), 2010, alleging high blood glucose levels. The patient claimed that he had a blood glucose reading of "509 mg/dl" with a symptom of nausea. The patient denied having symptoms of vomiting and shortness of breath. He also did not check for ketones. The patient claimed that his blood glucose levels are usually "250-600 mg/dl." He mentioned that he has been working with his doctor on blood work due to having other unspecified medical issues. The patient indicated that his doctor is new and has not made any changes to his pump settings. The patient also indicated that he felt low earlier that day on (B)(6), 2010, and ate a candy bar and sandwich, the patient believed the candy bar might have led to the elevated blood glucose. The patient reportedly corrected via the pump. He also reportedly changed site/set that morning. The patient inquired as to why the pump was instructing to give 100 units for correction. The animas representative walked the patient through checking the insulin sensitivity factor (isf) in the advanced set up. The isf was programmed at 12 am for 1:5. The patient admitted that he did not know what the isf should be set at. The animas representative instructed the patient to contact his health care provider (hcp) immediately to get recommendations of what the isf should be set at. This complaint is being reported due to the following conclusion: the patient claimed that he developed a blood glucose level exceeding "500 mg/dl." The patient also admitted that he did not know what his isf should be set to on the pump.

Manufacturer narrative:
The device is not being sent back to animas for evaluation. The patient was instructed to contact his hcp to get recommendations regarding his isf setting.